Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported ¿surge¿ after occlusion of the phaco needle,¿ found. However, the system was last serviced prior to the reported event per service record (sr). The system was found to meet all cosmetic and performance standards (at that time). However, based on the information obtained, the root cause of the reported event remains inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the lot number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. The potential cause of a ¿surge/occlusion¿ can be attributed to surgical mitigations or surgical factors. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during procedures. However, based on the information obtained, the root cause of the reported event remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract and vitrectomy combination surgery in the phase of quadrant removal there was a significant surge observed. The surgery was completed on the same day. There was no patient impact. This report pertains to ophthalmic console involved in this reported event. This complaint is pertaining the two of two reports received from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.